Manufacturer narrative:
Alleged failure: insulation damage. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: "poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life" . The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that insulation cracked/peeling at tip of the shaft.